Event description:
A malfunction identified as "malf 9" was reported, and technical support was consulted to address the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the customer successfully reset the malfunction without further recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, which the customer acknowledged and understood.